Event description:
Hosp believes the "equipment is faulty and fraught with software glitches" based upon a history of the svc performed for the device. MFR strongly disagrees and maintains that the history of svc performed for this device does not support this conclusion. In 2/00, the first signal to organization that the monitor software had a glitch occurred in the form of what may have been an interference issue. This issue involved a transferring, or switch of traces between two transmitters. The determination by the hosp's biomed that the reported event was due to user error was based upon appropriate troubleshooting and investigation in accordance with the facts and info as provided by hosp. Since the monitors were programmed with multiple transmitter channel selections, it appears from the info provided by hosp, that the user did not correctly select the transmitter channel during the pt admission, as the problem was resolved when the bed was reprogrammed to only one available channel selection per bed. In 9/00, a pt attached to another transmitter went into ventricular fibrillation and the central station never alarmed, despite the fact that it was determined to have been appropriately set. The occurrence was investigated by the biomedical dept at hosp and again, could not be duplicated. However, the biomed tech on call verified that the alarms were suspending at random and reported the issue to MFR immediately. Event data including arrhythmia and alarm recall and setting was no longer stored in the monitor and was not available for evaluation. Therefore, MFR's ability to investigate the reported event was limited to collecting the available info from facility and a subsequent inspection of the instrument. Hosp's biomed reported that the device was inspected within approx 1 1/2 hrs of event and the alarms were found to be working normally. The alarm function for the bed in question was turned on, but biomed was not able to confirm if the arrhythmia detection had been disabled. MFR's pt monitoring systems product mgr, was on-site at hosp, less tha 24 hrs after the event was reported to MFR. During this visit, observed the operation of the telemetry system and tested the instrument. All alarms were functioning normally, including arrhythmia alarms and alarm suspend functions. No occurrences of alarms suspending automatically were observed during the approximately four hrs MFR was on-site. No problems were found with system operation during testing. Inservice training was provided on-site at the facility for an unlimited number of attendees. In 1/01 svc call was placed to the biomed dept of hosp regarding a software glitch in the central monitor station. At this time the central monitors were suspending alarms without human contact and the suspend function was not timing out. During this occasion, the suspend function was staying on for twenty mins at a time. On this occasion, the problem was duplicated and the monitors were placed in the simple mode instead of the normal smart mode setting. The simple mode was found to be working appropriately. In short, the central monitor was not registering programmed changes for those event alarms. The staff proceeded to operate the unit in simple mode until the problem could be rectified. MFR's tech support specialist, requested hosp run self-check diagnostics on the monitor, check the device's front panel and external keyboard for damage and to report findings back to MFR. The reported alarm suspend not timing out and remaining suspended for extended periods of time such as 20 mins was not observed or duplicated. MFR also observed that the alarm settings for the devices were not individually tailored for each pt and advised the customer regarding alarm mgmt. The system initialize procedure was then performed on both wep-8430a's without incident. The alarm setting, pt data and transmitter channel settings were verified and alarm suspend was changed to smart mode. Alarms suspended and timed out correctly. Both devices were confirmed as operating to spec. Later that day a nurse noticed that an EKG signal was present and no pt was attached to that transmitter. MFR asked the staff to perform several diagnostic tests over the course of the next few hrs that made no definitive conclusions. MFR requested that hosp check each transmitter individually to confirm all transmitters were correctly displayed on the monitor. No discrepancies were found. Multiple factors needed to be investigated to determine the cause of the event. Interference from an outside source was eliminated as a possible factor by a review of the recording strips which displayed a clear ECG. The wep-8430a safeguards against receiving and processing signals from sources other than MFR's transmitters by requiring that the ID code of the received signal match that of the transmitter to be acknowledged as a valid signal. Radio frequency interference from an outside source, such as another medical device or equipment such as a walkie-talkie, can cause interference on the wep-8430a. However, such interference would be exhibited as intermittent short term noise or signal loss and not as a clear ECG, and can therefore be eliminated as a contributing factor. Interference from another nihon kohden telemetry transmitter operating at the same frequency was also eliminated. Another nk transmitter operating on the same channel/frequency could be received and displayed as a clear ECG on the wep-8430a. No equipment was found to be operating on similar frequencies.